Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "white" and "light brown gunk" found inside the patient line cap of an amia automated pd set with cassette. This was observed during use of the device for peritoneal dialysis therapy. The patient line was connected to the transfer set when the "light brown gunk¿ flew into the line. The patient disconnected and discussed the event with their clinic nurse. There was no report of patient injury; however, the patient would receive prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.